Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed in the cabinet. The field service engineer (fse) found that there was no power to half height drawer 2. The fse replaced the pyxibus control board and the 2.1 and 2.2 drawer control boards. The drawer was assigned, and all hardware failures were cleared. Inventory was counted in both drawers with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cabinet drawer failed, and the entire cabinet appeared black. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.